Event description:
It was reported that the patient with this pacemaker experienced bradycardias with rates between 30 to 40 beats per minute (bpm). Boston scientific technical services (ts) was consulted and discussed a programmer interrogation should be performed. Additional information was received that this device was explanted due to therapy upgrade. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker experienced bradycardias with rates between 30 to 40 beats per minute (bpm). Boston scientific technical services (ts) was consulted and discussed a programmer interrogation should be performed. Additional information was received that this device was explanted due to therapy upgrade. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker experienced bradycardias with rates between 30 to 40 beats per minute (bpm). Boston scientific technical services (ts) was consulted and discussed a programmer interrogation should be performed. No additional adverse patient effects were reported. At this time, this device remains in service.